Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The device passed the self-test, unexpected restart error test, basic occlusion test and displacement test. There was no motor error alarm on the device. The device was unable to prime during priming test due to faulty force sensor resistor. There was no compromised force sensor system error alarm on the device. The insulin pump was unable to perform the occlusion test or excessive no delivery test due to prime anomaly. The motor was tested outside of the device and passed. There was no weak battery or failed battery test alarm on the device. However, the device was received with corroded battery tube and battery cap contact. The insulin pump was received with scratches on the lcd window and missing end cap sticker.

Event description:
Customer reported via phone call motor error alarm, compromised force sensor system error alarm, failed battery test and weak battery alarm. Customer's blood glucose level was 407 mg/dl. Troubleshooting for motor error alarm was performed. Troubleshooting for motor error alarm was performed. Customer advised they place a new battery inside the insulin pump and receive a no delivery alarm. Customer advised they have received motor error alarms off and on for a 4 month period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.